Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("nickel allergy") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), abdominal pain lower ("cramps"), alopecia ("hair loss"), fatigue ("extreme fatigue"), gastrointestinal disorder ("intestinal disorders") and physical deconditioning ("she could not walk and could not sit, she had the feeling of having the body of a 80-year-old woman."). The patient was treated with surgery (removal of essure with hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals, musculoskeletal pain, abdominal pain lower, alopecia, fatigue, gastrointestinal disorder and physical deconditioning outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, alopecia, fatigue, gastrointestinal disorder, musculoskeletal pain and physical deconditioning with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), abdominal pain lower ("cramps"), alopecia ("hair loss"), fatigue ("extreme fatigue"), gastrointestinal disorder ("intestinal disorders") and physical deconditioning ("she could not walk and could not sit, she had the feeling of having the body of a (B)(6) woman."). The patient was treated with surgery (removal of essure with hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals, musculoskeletal pain, abdominal pain lower, alopecia, fatigue, gastrointestinal disorder and physical deconditioning outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, alopecia, fatigue, gastrointestinal disorder, musculoskeletal pain and physical deconditioning with essure. Further company follow-up with the other is not possible. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.